Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of inappropriate shock therapy. The physician reported to the sales representative that in february the patient received a shock for atrial fibrillation (af). In march the patient received shocks due to noise artifacts that were oversensed while the patient was in a sinus rhythm. Now, on september 1, the patient received 5 shocks due to af; the shocks did convert the patient back to sinus rhythm. It was reported the patient is awaiting an ablation for their af. A request was made for technical services to review the device data and shock episodes in the remote monitoring system. No adverse patient effects were reported, outside of the inappropriate shock therapy that was delivered. The device remains implanted and in service. Technical services reviewed the device data and episodes. The first inappropriate shock therapy was delivered while programmed to the primary vector; afterwards, the vector was programmed to secondary but additional inappropriate shocks have been delivered in that vector. Technical services provided troubleshooting steps to evaluate the alternate vector, and recommended testing all vectors again after the af ablation procedure. It was also noted x-rays could be performed to evaluate system placement and a new screening should be considered, in case a more optimal placement is available.